Event description:
It was reported that a cartridge alarm 30 occurred while the customer was using their pump. The customer's blood glucose level was displayed as "high," indicating an impact, though the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump and did not require third-party assistance. The technical support team assisted the customer in loading a new cartridge properly, after which the customer was able to resume insulin therapy successfully, resolving the issue.